Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. The patient was hospitalized for this event. The patient was treated with unknown antibiotics (dose, route, frequency and duration are unknown). Action taken with therapy was not reported. At the time of this report, the patient is recovering from this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).